Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, after the post-anesthesia phase, a clinical sales representative (csr) reported receiving repeated errors at system start-up. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and observed error 319s on universal surgical manipulator (usm) arm 2. The tse advised that the arm would need to be replaced. The csr ended the call to discuss options with the clinical team. At this time, it is unknown how the procedure proceeded. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the issue was identified when the customer started the system and prior to starting procedure. Proper troubleshooting was done before the patient entered the room and a call was put into customer service. The site ran a hard reset and few variations of a power cycled. The issue of an arm fault/disablement persisted. The site advised the surgeon his options to continue using 3 arms, move to another dv system in or cancel the case. The surgeon wanted to procedure with the arm disabled. There was no reported injury. The procedure was completed with the same platform.